Event description:
It was reported that the right ventricular (rv) lead was removed and replaced due to noise and oversensing caused by mechanical contact with an abandoned competitor shocking coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg, ICD, implanted: (B)(6) 2006; competitor endotak rv shocking coil, implanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the partial lead was returned in segments, analysis was performed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. Lead was returned with severe explant damage. A proximal portion was received measuring 11 cm. A medial portion was received measuring 33 cm. A distal portion was received measuring 21 cm.